Event description:
It was reported that high out-of-range lead impedance measurement was noted on the right ventricular (rv) lead. No changes were made. The impedance measurements will be monitored. There were no adverse health consequences, the patient was stable.

Event description:
Related manufacturer reference number: 2017865-2025-11712. It was reported that high out-of-range lead impedance measurement was noted on the right ventricular (rv) lead and the implantable cardioverter defibrillator (ICD). No changes were made. The impedance measurements will be monitored. There were no adverse health consequences, the patient was stable.